Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a low priority alarm 30166 on the amia automated pd system during fill 4, patient was connected. The home patient (hp) ended the treatment. The technical service representative (tsr) had the hp to review the treatment history where this alarm was noted. The tsr instructed the hp to start therapy over. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the event history log was reviewed and showed the reported low priority alarm 30166 in fill four. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.